Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v066806, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 15-nov-2011, UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the physician was intra-op replacing the patient¿s ins due to normal battery depletion. It was reported that the new ins was being attached to the existing lead, but it became stuck and was not able to be advanced or removed from the lead. The physician tried to loosen the screw in the ins, however it would not loosen up; the screw was not unscrewing from the ins. Upon trying to pull the lead out of the ins or advance the ins onto the lead by pulling the ins, it frayed the lead. The physician removed the damaged lead that was frayed, and implanted a new lead, as well as a new ins. It was noted that the issue was resolved, and no further patient complications are anticipated or expected as a result of this event. (B)(6)2020 (rep): no new information for the event description. (B)(6) 2020, (rep): no new information for the event description.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable neurostimulator (ins) connector port. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 connector was pulled [out/off] at the proximal end of the lead; consistent with explant damage. If information is provided in the future, a supplemental report will be issued.